Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Nurse reported that the alarm had gone off, she didn¿t see any obvious signs of a leak, unplugged the helium tubing and plugged it back in and the alarm resolved. She was inquiring about what to do if it went off again. She did not utilize the help screen or the iab fill key. Gentinge field service engineer had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. No harm or injury to the patient was reported.

Event description:
It was reported by the customer through emergency support program that the sensation plus 50cc had leak in iab circuit alarm while device was in use. Nurse reported that the alarm had gone off, she didn¿t see any obvious signs of a leak, unplugged the helium tubing and plugged it back in and the alarm resolved. She was inquiring about what to do if it went off again. She did not utilize the help screen or the iab fill key. Gentinge field service engineer had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. No harm or injury to the patient was reported.